Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal left anterior descending artery (lad) with heavy tortuosity, heavy calcification and 99% stenosis, pre-dilatation was performed with a 2.0x15 mm traveler dilatation catheter. A 3.5x18 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the stent struts became flared. The sds was withdrawn with resistance due to the patient anatomy. The lesion was further dilated and a 3.0x18 mm rx xience xpedition sds was advanced and the stent was deployed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion blue,rinato; guide catheter: axess 6frjl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.